Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that biomed performs repairs throughout the year on large volume pump dim segments. The issue was reported by customer biomed to representatives during site visit. There was no patient involvement. No devices will be returned and no further information is available.